Event description:
It was reported that left ventricular (lv) lead impedance had risen and triggered an alert for high impedance. Small p-waves were also observed on the right atrial (ra) lead. Follow up yielded no further information. Both leads remain in use. No patient complications have been reported as a result of this event.